Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only event year known: 2022. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the surgeon faced troubles during the stapling with echelon powered+ and gst60d reload. The patient developed a fistula.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information received: the surgeon used echelon powered + (plee60a) for years. He respect all our advice concerning pre-compression. He isn't sure that fistula came from our products.